Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens+ (lal+, sn: (B)(6), +20.0d) in the right eye on (B)(6) 2024. The patient completed one light adjustment on (B)(6) 2024 and was lost to follow up. The patient returned to clinic approximately 16 months later with complaints of halos. On (B)(6) 2025, the treating physician observed central iol irregularities consistent with premature photopolymerization due to uv spectacle noncompliance. The lal+ was explanted on (B)(6) 2025 and a new lal+ (sn: (B)(6), +21.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).